Manufacturer narrative:
Evaluation: method - other work order search. Results: visual inspection of the returned product showed that there was evidence of a clear surgical residue, however, there was no visible damage to the lens. A work order search was performed and there were no similar complaints within the work order. Conclusion: based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that when the micl12.6 implantable collamer lens was removed from the vial, a redge was noted perpendicular to the optic. This condition made it difficult for the surgeon to fold the lens and load it into cartridge. There was no pt contact.